Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the review. The product was manufactured and released according to specifications. The search revealed no additional investigation requests for this po number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information was received, and it was learnt that there was no patient involvement. Only the cartridge touched the eye. Hence as this occurred during handling prior to insertion. It was determined that the event does not meet the reporting criteria for a reportable malfunction. Therefore, no further information will be provided under manufacturing report number 2648035-2018-01556. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
The surgery center reported of a detached haptic of an intraocular lens (iol), model z9002 (23.0 diopter). That the haptic was pinched and pulled off during implantation. There was no patient injury and no surgical intervention reported. No additional information was provided.